Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. (B)(4). The ventilator was reported by the hospital. No information has been received regarding the service measure or if any part was replaced. No new events on this ventilator have been reported until this date. As no information, goods or log files were returned for investigation, the cause of the reported failure could not be determined.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator had a drifting o2 concentration. There was no patient involvement. (B)(4).